Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed two broken assessed as a surgical impact opening. (Shell thickness within spec) additional observations: no penetrating-nick observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.